Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Called the paramedics and she was hospitalized due to high blood glucose and dka. The blood glucose reading was over 500 mg/dl at the time the paramedics arrived. Nothing further was reported.